Event description:
Following multiple attempted revisions due to csf leak, the patient was seen in the emergency room with meningitis. The patient had multiple problems with the catheter that had been implanted in 2007. On the following month, the patient ended up with meningitis and the device was removed. The patient was on IV antibiotics for 2 months. Another device was implanted in september. User facility medwatch attached. See MFR report numbers; 2182207200901208, 2182207200901210, 2182207200901211, 2182207200901213.